Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the helix was bent, the distal and proximal conductors had blood (not obstructed), the distal end right ventricular defibrillation coil was distorted, the outer insulation was breached/cut, the distal end low voltage electrode had blood and the superior vena cava defibrillation coil was kinked/buckled and there was apparent explant damage.

Event description:
It was reported that within approximately two weeks post implant that the right ventricular (rv) lead had increased impedance, loss of capture and increased threshold. When the rv lead was attempted to be repositioned, none of these issues resolved despite multiple site mappings. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).